Event description:
Attorney alleges customer sustained serious injuries when the back of his wheelchair snapped throwing the customer to the floor.

Event description:
Attorney alleges customer sustained serious injuries when the back of his wheelchair snapped throwing the customer to the floor.

Manufacturer narrative:
Device serial number and device manufacture date updated. Device not available for evaluation. A follow-up report will be submitted should the device become available.

Manufacturer narrative:
Device serial number not available at this time. Device not available for evaluation. A follow-up report will be submitted should the device become available.